Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase of power consumption on (B)(6) 2017; however no alarms have been logged for the past 14 days leading up to (B)(6) 2017. Of note, it was reported that the patient received heparin treatment. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient presented to the emergency room (ER) with increased ventricular assist device (vad) power and flow, dark urine, and elevated lactate dehydrogenase (ldh). The patient was started on heparin. Preliminary controller log file analysis performed on july 6th, 2017 revealed power consumption above normal operating range. No further information has been provided.

Manufacturer narrative:
Additional information received indicated that the medical team suspected pump thrombosis. The patient was therapeutic on anticoagulation. It is unknown if the patient had a recent illness that may have precipitated the pump thrombosis. The patient only received heparin as treatment during hospital stay. The patient was discharged home in stable condition. The date the patient was discharged is currently unknown. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.